Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient who was in cardiac arrest, the medic opened a pair of stat padz and discovered that the unopened padz set was missing the actual pad. Complainant indicated that the clinician obtained another set of padz to continue treating the patient, which delayed treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.